Event description:
A distributor reported on behalf of a healthcare facility in south korea that a leak a rt380 adult dual-heated evaqua2 breathing circuit failed a pre-use ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that an rt380 adult dual-heated evaqua2 breathing circuit failed a pre-use ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2a: corrected common device name section d4: UDI corrected. Section e4: corrected section h4: date of manufacture corrected. Section h11: method: the subject rt380 adult dual-heated evaqua2 breathing circuit with mr290v vented autofeed humidification chamber and additional information were provided to fisher & paykel (f&p) healthcare for evaluation. Results: visual inspection of the returned devices identified a crack on the dome of the mr290v vented autofeed humidification chamber, which was the source of the leak. Conclusion: based on our investigation, the crack is likely to be due to impact damage. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.